Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the reported issue. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure; the surgeon felt like universal surgical manipulator (usm) 2 drove in during docking and targeting. The caller stated there were no error tones or messages. The procedure was completed as planned with no reported injury.